Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that, customer alleged insulin pump retainer ring damage, fluid under lcd display and physical damage to lip ring, display screen. Customer also stated that, lot of water came out from insulin pump after the customer showers and does swim with pump on. Troubleshooting was performed and it was observed that reservoir able to lock in place when inserted into insulin pump and customer confirmed that insulin pump was dropped. Customer will discontinue use of the device and insulin pump will be returned for analysis.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
Retainer = black. Case type = ngp. Customer returned the insulin pump for alleged moisture exposure, cosmetic damage (crack on the screen and cracked retainer) found on (B)(6), 2022. The insulin pump passed the self test and displacement test. Successfully downloaded the trace and history files using thump. The insulin pump was cut open for visual inspection. Moisture damage was found on the electronic assembly (electrical board 1 and electrical board 2). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: cracked lcd display window, cracked select button keypad overlay, stained keypad overlay, scratched case and pillowing keypad overlay. The retainer was inspected, and no cracks noted. Moisture exposure is confirmed. Cracked lcd window is confirmed however, cracked retainer is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.